Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a discrepancy of 2-4 degrees celsius was discovered when the customer disconnected the catheter's temperature cable and reconnected, that lead to a mistreatment of temperatures.

Event description:
It was reported that a discrepancy of 2-4 degrees celsius was discovered when the customer disconnected the catheter's temperature cable and reconnected, that lead to a mistreatment of temperatures.

Manufacturer narrative:
The reported event is unconfirmed a latex foley attached to a drainage bag was returned. Rusting was noted on the molex. Connector (gross visual observation). The catheter was dissected and the thermistor wire was removed. No tears or holes were noted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review could not be performed as only the manufacturing lot number is given. This catheter is sold in trays, a strip packet, and a product subassembly with various labeling. There was not enough information to determine the labeling to be inadequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.